Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the xenon lightsource found that the unit failed to power on when the power button was pressed. It was determined that the reason for this issue was because the power supply was faulty. The power supply was replaced to correct this issue. Root cause analysis: it was identified that the power supply was faulty. The issue of power supply failure is being investigated under internal quality plan. As an interim solution, integra can replace components of the mlx lighting units to restore functionality.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not power on. It was noted that both fuses were blown. The fuses were replaced and the unit was checked inside. There were no signs of overheating or melting; however, the unit still would not power on. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.